Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was removed from the esophagus of a patient on (B)(6) 2011. According to the complainant, the patient had previously undergone bariatric surgery with gastric sleeve placement on an unknown date. Subsequent to the bariatric surgery, the patient developed a complication, which resulted in esophageal leakage. The stent was placed within the patient's esophagus in order to seal the leakage. The procedure reportedly went well, and without complications. The date of the stent placement could not be confirmed. Post stent placement, on (B)(6) 2011, the stent was found to have migrated distally into the patient's esophagus; therefore, the stent was removed from the patient. The leak was re-sealed with a wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. It is important to mention that according to the directions for use (dfu), the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.